Event description:
On 30th may, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the headlight fell down. This event occurred on 24th may, and the distributor was informed of the incident on the same day by telephone. The service visit carried out by the distributor took place on 25th may, then it turned out that some screws and arm covers were missing and the end user confirmed that there was an issue with the movement of the light. Additionally, according to the photographic evidence provided by getinge technician, there were issues regarding missing spring arm dust cover and paint and label chipping off detected. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury in case of event reoccurrence.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 30th may, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the headlight fell down. This event occurred on 24th may, and the distributor was informed of the incident on the same day by telephone. The service visit carried out by the distributor took place on 25th may, then it turned out that some screws and arm covers were missing and the end user confirmed that there was an issue with the movement of the light. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury in case of event reoccurrence. Corrected b5 describe event and problem: on 30th may, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the headlight fell down. This event occurred on 24th may, and the distributor was informed of the incident on the same day by telephone. The service visit carried out by the distributor took place on 25th may, then it turned out that some screws and arm covers were missing and the end user confirmed that there was an issue with the movement of the light. Additionally, according to the photographic evidence provided by getinge technician, there were issues regarding missing spring arm dust cover and paint and label chipping off detected. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury in case of event reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification as the headlight detachment and missing cover from the device as well as paint and label chipping off could be considered as technical deficiencies and in this way the device contributed to the event. The device was not being used for patient treatment when the issue occurred. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is moderate for paint peeling and missing spring arm cover and low for label chipping off and headlight¿s detachment. As stated by the subject matter expert at manufacturer¿s, a situation involving loose spring arm¿s safety sleeve is due to the loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual (powerled installation manual 01584en08, pages 27-28) manual describes how to assemble the safety sleeve, the maintenance manual mentions to check for any loose covers and the service protocol included in this document mentions to check the presence of the spring arm¿s safety sleeve and the presence of the fixing screw (powerled maintenance manual, 01582en08, pages 17 and 255). The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head (powerled installation manual 01584en09, pages 26-28). To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. Regarding the paint chipping, as also stated by subject matter experts at manufacturing site, all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s IFU 01581en09, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices (powerled¿s IFU 01581en09, page 27). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. According to the subject matter experts the incident of missing dust cover is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (IFU 015181 en 09 pages 27-29). Additionally, users are requested to pay attention to cracks in plastic parts (IFU 015181 en 09 pages 20-22). Regarding the label peeling, as concluded by subject matter experts at maquet sas, the issue is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks devices (powerled¿s IFU 01581en09, pages 20-22). We believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6) hospital. H3 other text : device not returned to the manufacturer.

Event description:
On 30th may, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the headlight fell down. This event occurred on (B)(6), and the distributor was informed of the incident on the same day by telephone. The service visit carried out by the distributor took place on (B)(6), then it turned out that some screws and arm covers were missing and the end user confirmed that there was an issue with the movement of the light. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury in case of event reoccurrence.